Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: band breakage is know to occur in extremely hard bone and / or if the band is overly tensioned during the procedure. This is a known risk to all knit or mesh reinforcement devices. There is not risk to patient or user injury. User annoyance is the highest severity due to having to replace part. CAPA has been issued and investigation is ongoing.

Event description:
It was reported that a multi flexband broke during graph. The surgeon pulled it and is using arthrex. During a lateral ankle case yesterday the fb in the multi kit severed. The surgeon removed the artelon implants and replaced it with an arthrex ib. No implants were salvaged.